Event description:
The initial reporter alleged an increased number of reactive results with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. One example involved a patient sample tested on (B)(6) 2024 using the elecsys anti-hcv ii assay, which yielded a result of 4.12 coi (reactive). A repeat test on the same system produced a result of 4.44 coi (reactive). The same sample was tested on 26-nov-2024 at another laboratory using an elisa assay, which yielded a result of 0.103 index (non-reactive, with a cutoff of 0.382 index). The non-reactive result was consistent with the patient's clinical history. Additional data provided by the customer included results from two files. The first file indicated that 15 samples tested with the elecsys anti-hcv assay produced reactive results ranging from 1.05 to 231 coi but were non-reactive when tested using the elfa method. Confirmatory testing, such as western blot (wb) or polymerase chain reaction (pcr), was not performed. The second file showed that 11 samples tested with the elecsys anti-hcv ii assay were reactive, but three of these samples were non-reactive when tested with the elfa method. Additionally, hbsag results for four samples were concordant between the elecsys and elfa assays, with three samples reactive and one non-reactive. One initially reactive hbsag sample tested with the elecsys assay was non-reactive upon duplicate repeat testing. On (B)(6) 2025, the customer provided data from two days of testing. On day 1, 272 samples were tested, with 12 repeatedly reactive results using the elecsys anti-hcv ii assay. When tested with the elfa method, 9 of these were reactive and 3 were non-reactive. On day 2, 277 samples were tested, with 4 repeatedly reactive results using the elecsys anti-hcv ii assay. When tested with the elfa method, 3 of these were reactive and 1 was non-reactive. The elfa method is not a confirmatory test. Four samples were sent to an external laboratory for investigation. Testing with the elecsys anti-hcv assay produced three reactive results and one non-reactive result. Confirmatory testing using the innolia blot method determined that all four samples were negative, indicating false positive results for three samples with the elecsys anti-hcv assay.

Manufacturer narrative:
The anti-hcv g2 reagent expiration date was not provided. The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within its specificity claim. Single false positive results can occur and are covered by the assay's specifications. A review of calibration traces and quality control data for the elecsys anti-hcv ii assay showed all values were within specified ranges. Testing of four samples at an external laboratory confirmed three false positive results with the elecsys anti-hcv assay, as all four samples were determined to be negative using the innolia blot confirmatory method. Additionally, the specificity of the elecsys anti-hcv ii assay was calculated for two days of testing and found to meet the assay's clinical specificity claim for dialysis patients. A general reagent issue was excluded, and the reagent was confirmed to be performing within specifications.